Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery test. The customer did not know the blood glucose reading. The customer stated that the insulin pump alarmed battery out limit after a battery change and that the battery had been kept out of the device for greater than the duration allowed by the insulin pump; customer was advised that this was normal device behavior. The customer also reported having issues with the battery cap, stating that the metal piece at the top of the battery cap was stuck. During troubleshooting, it was confirmed that the battery cap contacts were damaged, and the customer was advised that the battery cap be replaced.